Event description:
It was reported that the collar was fractured. The stenosed target lesion was in a calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar was fractured and was simply pulled out from the patient's body. There was no device fragment left inside the patient. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the collar was fractured. The stenosed target lesion was in a calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar was fractured and was simply pulled out from the patient's body. There was no device fragment left inside the patient. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated and the polytetrafluoroethylene (ptfe) is still holding the two ends together. There is a kinks to the hypotube 17cm from the handle. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.